Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 24-feb-2023. H6: investigation summary: customer returned two syringes. It was reported by the consumer that shield is hard to remove, needle hub breaks during use. One of the returned syringes has the hub separated. A review of the device history record was completed for batch# 2192425. All inspections and challenges were performed per the applicable operations qc specifications. Based on the samples received, embecta was able to confirm the customer¿s indicated failure: hub separated. A definitive root cause cannot be determined.

Event description:
It was reported that the relion® insulin syringe hub separated from the device when removing the shield. The following information was provided by the initial reporter: "when removed the needle hub assembly went with it."

Event description:
It was reported that the relion® insulin syringe hub separated from the device when removing the shield. The following information was provided by the initial reporter: "when removed the needle hub assembly went with it."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.